Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose after beginning insulin pump therapy with new pump. It was reported that blood glucose readings were 349 mg/dl and then elevated to 408 mg/dl. Caller requested a shipment of infusion sets due to customer having issues including bent cannulas and ran out of supplies. Troubleshooting could not be performed as customer was sleeping. Caller was educated on causes and prevention of bent cannula.